Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Section d: correct medical device is slimline ez. B5: describe event or problem has been updated. H6: device codes updated. D3. Manufacturer email: (B)(4).

Event description:
It was reported that during a procedure to treat a benign prostatic hyperplasia (bph) and stones, when the fiber that was being used for the first time, it snapped outside the patient and caused an injury to the physician, as there was a full thickness skin laceration on the index finger. Also, it was noted that the fiber tip was burnt. No injury occurred to the patient and the procedure was completed successfully with another fiber.

Manufacturer narrative:
Section d: correct medical device is slimline ez. B5: describe event or problem has been updated. H6: device codes updated. D3. Manufacturer email: (B)(6).

Event description:
It was reported that during a procedure to treat a benign prostatic hyperplasia (bph) and stones, when the fiber that was being used for the first time, it snapped outside the patient and caused an injury to the physician, as there was a full thickness skin laceration on the index finger. Also, it was noted that the fiber tip was burnt. No injury occurred to the patient and the procedure was completed successfully with another fiber.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that during a procedure to treat a benign prostatic hyperplasia (bph) and stones, when the fiber that was being used for the first time, it snapped outside the patient and caused an injury to the physician, as there was a full thickness skin laceration on the index finger. No injury occurred to the patient and the procedure was completed successfully with another fiber.